Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. The pump also had moisture damage on the motor, battery tube and vibrator assembly. Analysis was unable to verify frozen display, time clock anomaly, constant tone alarm, no button response, unexpected numbers ramping and scroll bar moving due to blank display. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had a keypad anomaly and frozen screen. The blood glucose at the time of the incident was 210 mg/dl. The customer states there is no response from any buttons. The customer states the display is not blank and the time is not advancing. However there is a constant tone and the buttons are still unresponsive. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.